Event description:
It was reported that the right ventricular lead was oversensing and the lead integrity alert had triggered. It was noted that the patient had a routine device replacement procedure about three months prior and the lead was functioning appropriately at that time. The physician was notified and will reinterrogate the patient at a later date. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4568 implantable pacing lead 2003 (B)(6). (B)(4).